Event description:
The needle broke off in the stomach during application. The needle was recovered from the lining of the stomach, but the doctor had to resect part of the stomach. The doctor used a needle driver and was able to finish case. Pt's status was reported as okay. Procedure type: unk.